Event description:
It was reported during a generator replacement surgery that when the new generator was connected to the lead, high impedance was observed. While attempting pin reinsertion, the lead visually fractured and the wires were exposed from the lead body around the lead pin. The lead was not replaced at this time. Pre-operation diagnostics were not performed as the device was indicated to be depleted. The patient was scheduled for revision surgery. Upon follow-up, it was indicated that two high impedance warnings were seen with diagnostics run during the surgery. However, when the representative at the surgery looked back on the tablet, it read impedance ok. No revision surgery has occurred to date. No additional relevant information has been received to date.

Event description:
It was stated that during surgery, two diagnostics were performed showing high impedance, however a session report from the representative's tablet indicated that impedance was ok. Programming data received from the tablet interrogating the device was uploaded and reviewed. The last two diagnostics performed indicated high impedance. The ok impedance was observed to have been a stored value from device manufacturing that was set prior to the performed diagnostics after the device was attached to the leads. It was further noted that the session report was pulled prior to running the diagnostic tests. A battery life calculation performed on the patient's previous generator confirmed that the device was likely depleted. No revision surgery has occurred to date. No additional relevant information has been received to date.